Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('peivic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done with essure insertion". The patient's medical history included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: pathology report : diagnosis: uterus {hysterectomy}, immatures squamous metaplasia. Of endocervical mucosa, .changes suggestive of previous endometrial ablation, residual proliferative endometrium present. Adenomyosis of the myometrium. " left and right fallopian tubes; no significant histopathologic changes. Small benign paratusai. Cyst associated with the rioht fallopian tube, comment: dysplasia of the cervix is not identified. Gross:: received in formalin, labeled with the patient's name, medical record number and "cervix, uterus,· bilateral fallopian tubes" ls an uterus together with attached bilateral fallopian lubes, after removing the fallopian tubes, the uterus weighs 62 grams and measures 7.6 cm in length, 4.5 crn in maximum width,and 3.1 cm in maximum ap thickness. The left fallopian tube is 6.9 cm in length and upto 0.5 cm in diameter with a fimbriated and 1.2 cm in maximum with and it appears grossly normal. The right fallopian tube is 6.6 cm in length and up to 0.4 cm in diameter a fimbriated end 1.5 cm in maximum width. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('peivic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done with essure insertion". The patient's medical history included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: pathology report : diagnosis: uterus {hysterectomy}, immatures squamous metaplasia. Of endocervical mucosa, .changes suggestive of previous endometrial ablation, residual proliferative endometrium present. Adenomyosis of the myometrium. " left and right fallopian tubes; no significant histopathologic changes. Small benign paratusai. Cyst associated with the rioht fallopian tube, comment: dysplasia of the cervix is not identified. Gross:: received in formalin, labeled with the patient's name, medical record number and "cervix, uterus,· bilateral fallopian tubes" ls an uterus together with attached bilateral fallopian lubes, after removing the fallopian tubes, the uterus weighs 62 grams and measures 7.6 cm in length, 4.5 crn in maximum width,and 3.1 cm in maximum ap thickness. The left fallopian tube is 6.9 cm in length and upto 0.5 cm in diameter with a fimbriated and 1.2 cm in maximum with and it appears grossly normal. The right fallopian tube is 6.6 cm in length and up to 0.4 cm in diameter a fimbriated end 1.5 cm in maximum width.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : previously reported event "I had mine done with (B)(6)" updated to "peivic pain", reporter, patient information updated. Events added- novasure ablation done with essure insertion, dysmenorrhea, menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done with davinci') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: case had become serious incident. Previously reported event ¿injury¿ replace with new event and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.